Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a radical colorectal surgery, when the surgeon was closing the distal rectum; the stapler became stuck and could not fire completely. Gripping instruments were used to pull the tissue apart to remove the stapler, there was no tissue damage. To complete the procedure, another stapler was used successfully. There was no patient injury.